Event description:
The contact at the hospital reported that when the operator tried to advance the enterprise stent (enf452800/10398723) through the hub of the microcatheter (details unknown), he felt resistance and was not able to advance the stent. It was confirmed that the introducer was fully seated and secured in the catheter hub during introduction of the device into the catheter. The enterprise was removed. When it was removed there were no damages on any part of the device. Another enterprise stent (details unknown) passed through the same microcatheter. An adequate continuous flush was maintained through the catheter. There was no reported patient impact associated with the complaint. The device did not kink or bend at any time prior to the resistance/friction. The concomitant devices did not kink or bend at any time. There was no significant delay to the procedure as a result of the issue. At the time of initial contact, the product was available for return. Investigation by failure analysis identified that the stent was deployed in a prowler select plus (details unknown) microcatheter and that the delivery wire could not be advanced past a compressed distal microcatheter section. Since the stent was lodged in the microcatheter and could not be advanced the microcatheter may have had to have been replaced, causing a loss in cerebral target position.

Manufacturer narrative:
Concomitant product: prowler select plus microcatheter (details unknown) device analysis: a non-sterile us ent4.5mmd 28mml wno dstl tp was received inside of coil dispenser. One prowler select plus was received with the complaint. ID band was observed damaged and distal body was compressed. The introducer tube was not received. The stent was not observed at detected during visual analysis. No anomalies were found during analysis. Before attempting to do the functional test, the delivery wire was inserted through the prowler select plus (by the tip) and obstruction was felt; when pushing the delivery wire and the stent was found inside the prowler. A functional test was not performed due to the condition that was received the unit. (The introducer hub was not received and the stent was received inside of microcatheter) during microscopic analysis no damages were observed on the stent. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failures reported by the customer as that the user was not able to advance the stent and that the stent prematurely deployed in the microcatheter were confirmed because the stent was received stuck in distal section of prowler select plus. The exact cause of the event reported by the customer could not be conclusively determined; however, procedural/handling factors may have contributed on the failure experienced by the customer. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process; therefore no corrective or preventive actions will be taken at this time. This report is related MFR report # 1058196-2015-00113. (B)(4).